Event description:
Reportedly, the patient was implanted on (B)(6) 2024 and closely following the implantation, ventricular capture threshold degraded going from 2v to 5v. On (B)(6) 2024, a reintervention occurred to reposition the lead but values were still high. The lead was explanted on (B)(6) 2024.

Manufacturer narrative:
Review of the quality documents indicated that the lead met all the requirements of the specification during inspections. As reported on (B)(6) 2024 (several days post implantation), a ventricular capture threshold increase above 4v was recorded. Electrical tests performed on the lead revealed an abnormally low impedance on the lead body part, indicating that an electrical leak is suspected between the two electrical lines at that location. By disassembling the inner tube from the lead body part as well as the distal part of the lead, the inner tube of the lead body segment was found to be intact and without damage. On the distal part of the lead, the inner tube was found shorter than the lead length and detached from the helix housing, resulting in a short-circuit. This finding could explain the reported capture threshold increase observed few days post implantation and during the reintervention on (B)(6) 2024. The origin of the detached inner tube remains unknown and is subject to in-depth investigation. Actions to avoid recurrence of this kind of events are currently under implementation.

Event description:
Reportedly, the patient was implanted on (B)(6) 2024 and closely following the implantation, ventricular capture threshold degraded going from 2v to 5v. On (B)(6) 2024, a reintervention occurred to reposition the lead but values were still high. The lead was explanted on (B)(6) 2024.